Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 due to a cardioembolic stroke. A transesophageal echocardiogram showed vegetation on the aortic valve. The patient's anticoagulation regimen was aspirin and coumadin. The patient experienced weight loss and failed to thrive.

Manufacturer narrative:
A direct correlation between the device and the reported event could not be determined. Stroke and peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.